Manufacturer narrative:
The investigation for the product damage has been completed. Data logs are not relevant to the investigation, and neither product nor photos were returned to aid the investigation. Clinical details describe that fluid had gotten into the red pump plug and was leaking from there. Since neither product nor photos were returned, the root cause of the product damage could not be determined. Added- h6 impact code 4627.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support there was fluid leaking from the red plug. Echocardiography showed the device malfunctioning. The impella was removed. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.